Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8300 fails to leak-down vacuum (npi). Case notes: problem description: on 02/08/2018, at 07:41:41. (B)(4). Assisted (B)(4), to identify problem fault to oridion board assembly for repair/replacement. Customer to send device in for service. Interaction record (B)(4).